Manufacturer narrative:
(B)(4). Correction information: further clarification was received that the patient was not connected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had replaced the solution bags on unknown peritoneal dialysis set twice, reusing it during priming. It is unknown if the patient had connected to the setup. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.